Event description:
During an angioplasty procedure with a cypher select (crb23300), the device was inserted into the region and inflated for implantation. Once inflated, the physician realized that it was not possible to fill with contrast liquid as there was a crack in the hub. The device was retrieved and a new one used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
This device is not available for analysis. Additional information will be provided within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint review of lot 14059282 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Seven units were rejected during the final assembly of this lot. The device history record (DHR) review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformance records process to hold step (B)(4) for 2 defects of damaged hub and (B)(4) for one defect of wrinkles in seal and no actions were taken once the process has the controls to detect the nonconformance. Nonconformance record (B)(4) was generated for monitoring of surfaces particles, since the results were favorable, the lot was released and the pths was closed. This nonconformance bears no relation to the complaint reported. The subassembly lots were reviewed. No other issues were noted that were considered potentially related to the reported complaint. The parameters of the luer hub molding were reviewed and they were found within specification requirements.